Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention has been unsuccessful; therefore, the root cause for the calcification and regurgitation remain indeterminable. However, it was noted this patient had a history of diabetes mellitus and hypertension which are possible contributing factors towards calcification of bioprosthetic valves. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a second device, a 9300tfx 23mm, was implanted into a 21mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately five (5) years and eleven (11) months. The pre-procedure tee revealed mild aortic insufficiency and moderate calcified degradation of the bioprosthetic valve leaflets and a mean gradient of 43mmhg and peak gradient of 82mmhg. Both devices remain implanted.